Event description:
It was reported that within 2-5 minutes after the transfusion was initiated, the pt reported chest pain and dizziness. The pt then became unconscious and a code was called. The pt was resuscitated with nasal oxygen. A separate platelet transfusion with another platelet bag was initiated three (3) hours later and a similar reaction occurred. The pt recovered and was discharged that evening.